Manufacturer narrative:
(B)(4). The service engineer confirmed the reported failure when the solenoid was placed into the test unit, an auto trigger was observed and a device error was generated. The solenoid valve was removed and examined. The knurl ring was found to be loose and was tightened. The system then functioned as designed .

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use, the ventilator auto triggered with peep 0 setting. The device continued ventilating, however, the patient was removed from the ventilator and transferred to another ventilator without any reported harm. When the device was removed from the patient, it was left to run continuously with a test lung and the auto trigger continued. The pressure bar indicated below 0, shifting between -2 and -3cmh2o.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.